Manufacturer narrative:
Updated fields - adverse event/product problem,outcome attributed to ae,describe event or problem,other relevant history ,type of reportable event,health effect ¿ clinical code ,health effect ¿ impact codes. Complaint record ID # (B)(4).

Event description:
It was reported that after seven days of intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit and autofill failure alarms several times. This occurred as the patient returned from the operating room after a thoracic stent was placed. At the time of the call, the console had been in standby for seven minutes with the leak in iab circuit alarm and unable to resume pumping. Several minutes prior, the customer was able to resume pumping but then the console stopped again. There was no blood in the helium tubing and no visible kinks in the catheter. They were advised to drop the augmentation several bars and press the iab fill key. They had tried log rolling the patient and reported that a chest film showed good location. It was then suggested to attempt sheath hub manipulation with a gloved hand but this was not successful. They had already considered removing the iab at the time of the call and were leaning more to this while on the phone. They made the decision to remove without further troubleshooting assistance. Upon follow up the next morning, the iab had been removed and not replaced. It was later reported that the patient had experienced a ruptured descending aorta.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A kink was found on the catheter tubing approximately 36.8cm from iab tip. Additionally two kinks were found on the catheter tubing and inner lumen approximately 38.1cm and 76.2cm from iab tip. The optical fiber was found to be broken at the kinked location of 76.2cm. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was observed at the kinked location of 76.2cm on the catheter tubing. The penetration found in the catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing causing the reported problems. The evaluation confirmed the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated leak in iab circuit and autofill failure alarms several times. At the time of the call, the console had been in standby for seven minutes with the leak in iab circuit alarm and unable to resume pumping. Several minutes prior, the customer was able to resume pumping but then the console stopped again. There was no blood in the helium tubing and no visible kinks in the catheter. They were advised to drop the augmentation several bars and press the iab fill key. They had tried log rolling the patient and reported that a chest film showed good location. It was then suggested to attempt sheath hub manipulation with a gloved hand but this was not successful. They had already considered removing the iab at the time of the call and were leaning more to this while on the phone. They made the decision to remove without further troubleshooting assistance. Upon follow up the next morning, the iab had been removed and not replaced. There was no patent harm or adverse event reported.